Manufacturer narrative:
Unit passed displacement, and self tests; it failed active current measurement, and sleep current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, both the sleep current measurement and active current measurement remained high. The high sleep current measurements appears to be due to a problem with pcba1. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.